Event description:
Pt was admitted following declotting of the av graft. It was found the left subclavian vein was clotted during the procedure, a distal portion of the balloon catheter detached from the shaft and the fragment remained in the pt. The fragment was removed with a goose neck snare. On 5/13/94 the pts condition remained stable. A dialysis treatment was completed without problems. Physician examined pt and completed discharge orders.